Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for paravalvular leak was confirmed based on the information available to date. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the bulk of calcification can compromise the seal between the thv and native annulus, which can lead to paravalvular leakage, as reported. In addition, the valve was post-dilated with 0.5ml above the initial nominal volume. It is possible that the initial valve deployment did not fully expand the valve, resulting in suboptimal sealing against the native annulus and resulting in paravalvular leakage and anemia. As such, available information suggests that patient factors (bulky calcification) and/or procedural factors (suboptimal expansion at deployment) may have contributed to the complaint event. In addition, hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is breakdown due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported by our japan affiliate, that post transfemoral transcatheter aortic valve replacement tavr with a 20mm sapien 3 ultra resilia valve, the patient had elevated lactate dehydrogenase (ldh) to 1400. The hemoglobin decreased and a blood transfusion was performed. After the transfusion the ldh decreased and the hemoglobin remained around 9, the patient was discharged. The perceived root cause of the hemolysis was transcatheter heart valve recoil. Additional information was obtained through follow up; there was moderate calcification of the non-coronary cusp, mild calcification of the right coronary cusp, mild calcification of the left coronary cusp, and the aortic valve area was 319.4mm2. The valve was implanted with nominal volume; subsequently post-dilation was performed with 0.5ml more than nominal volume. Trivial paravalvular leak and anemia were observed, the anemia improved after transfusion and the patient was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6, h2, h6: device code, investigation findings, and investigation conclusion in this section have been updated. The investigation is ongoing.

Event description:
It was reported by our japan affiliate, that post transfemoral transcatheter aortic valve replacement tavr with a 20mm sapien 3 ultra resilia valve, the patient had elevated lactate dehydrogenase (ldh) to 1400. The hemoglobin decreased and a blood transfusion was performed. After the transfusion the ldh decreased and the hemoglobin remained around 9, the patient was discharged. The perceived root cause of the hemolysis was transcatheter heart valve recoil.

Manufacturer narrative:
Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. At the end of their normal life span, red blood cells (rbcs) are removed from the circulation. Hemolysis is the premature destruction and hence shortened life span (less than 120 days) of rbcs. Hemolytic anemia is a blood disorder that occurs when the body has fewer rbcs than normal due to too much hemolysis in the body. Causes of hemolytic anemia are either inherited (sickle cell and thalassemia) or acquired (caused by an infection, medicines, blood cancer, autoimmune disorders, tumors, reaction to a blood transfusion, mechanical heart valves). Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Rbcs may also break down due to mechanical damage such as from cardiac prostheses, and/or mechanical assist devices; or as a result of turbulent blood flow pattern caused by paravalvular leak (pvl), central regurgitation or patient prosthesis mismatch. The clinical severity of the anemia depends on whether the onset of the hemolysis is gradual or abrupt as well as the extent of rbcs destruction. Treatment depends on the specific mechanism of hemolysis. Mild hemolysis can be asymptomatic and not need treatment. Severe hemolytic anemia is uncommon and may be managed with blood transfusion or intervention to treat the underlying cause. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (transcatheter heart valve recoil) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.